Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer stated the tilt is drifting. Upon troubleshooting, one of the cam switches is not adjusted properly which caused premature failure on the tilt motor. The dealer ordered motor and will repair upon arrival. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdx3-ps serial number/date (B)(4) is approximately 7 years old. The owner's manual part number 1114809 rev. I (dec-05), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.